Event description:
It is reported that while customer was in the hospital, insulin pump was set up, but it's not communicating with meter. During troubleshooting, it was found that meter ID was off and not set up. Customer's blood glucose was 424 mg/dl. Customer's grandmother was advised to contact educator or healthcare professional for assistance with settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).